Event description:
It was reported that the patient suffered a face burn from a laser. It was stated that the event was caused because of how the item was handled and lack of adherence to safety procedures. There was no allegation against the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient suffered a face burn from a laser. It was stated that the event was caused because of how the item was handled and lack of adherence to safety procedures. There was no allegation against the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.